Manufacturer narrative:
Product analysis conclusion: the reported occlusion was confirmed on the films received; however the cause of the occlusion could not be conclusively determined. Possible contributing factors to the reported occlusion included the following; the pre-existing vessel thrombus, the tortuosity and vessel angulation in the left iliac artery and also extending the stent graft implant into the left external iliac artery. The endurant limb tapered from 16mm - 10mm in the area of the noted angulated which could have also been a factor. Other possible contributors to an occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-of. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Additional information received: according to the physician's evaluation, it could not be confirmed whether thrombus was present ins ide the stent graft. The physician did not report any anatomical features that could have contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa. It was reported when the patient r eturned for a three-month follow-up it was discovered the patient has a left side limb occlusion involving the etlw1610c156ee and etew1010c82ee limbs. It was confirmed the main body bifurcate and etlw1616c82ee have no issues and are patent. The physician is uncertain about the cause of the occlusion but suspects it might have occurred at the transition where the limb tapers from 16 to 10mm. The stent extended into the external iliac artery, which might have also contributed to the event. It is also unclear whether stent graft kinking occurred. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etew1010c82ee, serial/lot #: (B)(6), ubd: 17-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.